Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: were clips that didn't close correctly malformed or were clips scissored? Malformed.

Event description:
It was reported that during a cholecystectomy procedure, the clips didn´t close correctly. No further information. No consequences for the patient. Device has been discarded.